Event description:
A pt was presented to the interventional lab for an angioplasty procedure of the right renal artery. The vessel was described as heavily calcified with a 65% stenosis. The info states that the physician first pre-dilated the lesion with a 4x2 balloon which was successful. The physician then passed a 5x2 balloon to the lesion and at the first inflation, the balloon burst at 14 atmospheres and pulled apart in the pt. An indeflator was used in the procedure. The piece of balloon material was not retreived since they could not find the material. There was no reported harm to the pt.